Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit would not maintain temperature. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. The unit was unable to calibrate and be brought up to the manufacturer's specifications. A letter was sent to the user facility recommending that the unit be removed from clinical use due to its age ((B)(4) years old) and availability of parts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.